Event description:
Upon further query, the following info was provided that indicated the piercing pin of tubing set punctured the blood product container. The tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbcs), at an unspecified rate. At un specified time, the customer contact reported that after the nurse inserted the piercing pin of the tubing set into the administration port of the blood container, the piercing pin punctured the blood container at an specified location. The customer contact reported that a replacement container of blood and tubing set were obtained and therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.